Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No addit ional information was reported.

Event description:
It was reported that the patient underwent single level posterior lumbar interbody fusion (plif) at l4/5 using excella instrumentation with rhbmp-2/acs and local lamina graft for fusion to treat significant degenerative changes at l4/5 and l5/s1, traction spurs at l4/5, 6.5mm retrolisthesis at l4/5 and 2mm retrolisthesis at l5/s1, disc bulging at l4/5 and stenosis. An anterior and posterior fusion with interbody cages was performed through a single incision. The patient tolerated the procedure well. There were no complications noted during the surgery. At 11 days post-op, the patient was seen for follow up. Patient was doing well but then went to emergency room with severe back pain. Steroids were recommended. X-rays showed cages, screws and rods in place. The patient was next seen for follow up 53 days post-op. There were no complaints. Imaging films looked great. The fusion process was under way. Instrumentation was in place. Patient can lift up to 25-35 pounds. Patient was started on physical therapy. At 347 days post-op the patient underwent lumbar CT scan which showed partial fusion of l4/5. There was moderate facet arthrosis at l3/4, l4/5 and l5/s1. There was prominent spur projecting into the left l4/5 foramen. The patient underwent revision surgery 663 days post-op for adjacent degeneration, ddd and stenosis at l4/5. There was significant bone growth over the crosslink, screw and rod at l4/5; there was solid fusion. The instrumentation at l4/5 was removed. Neuromonitoring responses were within acceptable levels. The patient also underwent transforaminal lumbar interbody fusion at l5/s1 using peek cage with rhbmp-2/acs and autograft, as well as bilateral posterior fusion with bilateral nuvasive instrumentation. Fluoroscopic images verified good placement of instrumentation. Rhbmp-2/acs, autograft and allograft chips were placed posterolaterally. The patient was transferred to recovery in stable condition. Follow up CT taken 92 days after the revision surgery showed unremarkable fusion changes at l4 through s1 with significant phlegmon posteriorly (5.0x7.0x4.5 cm) without definite rim enhancement to suggest abscess. No definite hardware loosening. There was moderate foraminal narrowing at l4/5 by marginal osteophytes and mild narrowing of sacroiliac joints.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
At 621 days post-op, the patient presented for a follow-up visit, reporting low back pain with bilateral leg pain, numbness, tingling, and spasms. Two injections have provided minimal relief. Physical therapy has not helped.